Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformance's were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile saline breast prosthesis and experienced anisomastia on the left side post-operatively. The patient mentioned that the breast was ¿going in¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two device serial numbers have been reported, however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.